Manufacturer narrative:
This event was initially reported on manufacturing report number 0002648920-2017-00702, which has since been voided. Manufacturing report number 0001822565-2018-01712 will be kept for investigative purposes. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the screw was missing from the insert. The surgeon elected to implant the insert without the screw.